Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. Attempts have been made to gather product ID information and no further info is available no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records related to this event were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported by the pmi group that a patient underwent a left reverse shoulder arthroplasty on an unknown date approximately five (5) years ago. Subsequently, the patient underwent stage 1 of a revision approximately six (6) weeks ago due to the baseplate originally being put in superior and causing the patient to chronically dislocate. It was noted that during the revision, one of the screws on the glenoid side was unable to be removed due to it being stripped. As a result, the head of the screw snapped off and the remaining portion was retained within the bone. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item# unk stem; lot# unknown. Item# unk baseplate; lot# unknown. Item# unk glenosphere; lot# unknown. Item# unk humeral head; lot# unknown. Item# unk poly bearing; lot# unknown. Attempts have been made to gather product ID information and no further info is available. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.